Event description:
During a cardiac catheterization, the side arm came off the performer guiding sheath. The pt lost about a unit of blood. Another device was used and the procedure was completed. The facility said this is the second time this happened this week with the same lot #. No pt outcome was provided by the rptr.

Manufacturer narrative:
(B)(4). The device was returned in a used and nonconforming condition: the extension tube had separated from the side lumen of the check-flo body with adhesive residue present on the tubing outer diameter. Each check-flo valve assembly is to be connected with proper glue coverage between the parts. In-process inspection for large check-flo valve assembly with threaded nose performs an air pressure test on 100% of each order received. In-process and final inspection for check-flo introducer, is inspected 100% of stopcock, shrink tube, and connecting tube secure attachment. Multiple process controls are in place to confirm the interface between the check-flo body and extension tube, which in this case had separated during use. Risk analysis has been performed resulting in corrective action being initiated. The appropriate internal personnel have been notified, and we are continuing to monitor complaints for similar events. Quality engineering performed a risk analysis for this product family and failure mode, which concluded that risk reduction activities are recommended; therefore, action steps have been initiated.